Event description:
It was reported by the customer, this cot dropped at some point in the last few years. No adverse consequence alleged.

Manufacturer narrative:
Customer told stryker technician, they were not sure where the cot was and do not know if they will ever be retrieved/available for evaluation.